Manufacturer narrative:
Device not returned.

Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure and no flow. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low inspiratory pressure and no flow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. Confirmed by internal checking that the sound abatement material of air inlet path assembly was delaminated. It is possible that the flow of air was obstructed by it inside the air inlet path, which caused resistance to the blower's intake and led to occurrence of the reported issue. Therefore, the air inlet path assembly was replaced with a corrected one at the service for fco. The device's air inlet path assembly was evaluated by the manufacturer's product investigation laboratory (pil) and was able to confirm the complaint.